Event description:
It was reported that the left-ventricular (lv) lead exhibited high capture threshold and the right-ventricular (rv) lead exhibited noise over-sensing. As a resolution the lv and the rv lead were capped and replaced on (B)(6) 2025. The patient condition was stable.